Event description:
Boston scientific crm received information that there was noise on the right ventricular channel being oversensed on electrograms. Additionally, the threshold measurement had increased. It was confirmed that the patient was not symptomatic. No explant date was provided, but the lead has been returned for analysis.

Manufacturer narrative:
The analysis of the lead demonstrated a damaged insulation at a distance of some 15 cm distal to the is-1 connector pin. In that section, the lead body was found deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between te lead body and the ICD can. The analysis did not reveal any sign of a material or manufacturing problem.